Event description:
It was reported the patient underwent a kyphoplasty surgery. During the surgery, the balloon broke inside the patient. The fragment of the balloon was retrieved from inside of the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.